Manufacturer narrative:
An event regarding wear involving an unknown duracon insert was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. No medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported that the patient's right knee was revised due to wear of the poly. A duracon medium insert was revised. Rep reported he can provide a picture and revision usage, and confirmed that no further information will be released by the hospital or surgeon.